Manufacturer narrative:
The company representative observed "low vacuum" alarm in the fault log, which can occur due to a loose safety disk. The customer had turned the safety disk a 1/4 turn clockwise and secured the part prior to the service visit from the company representative. The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The customer reported that the safety disk was loose when the event occurred. The patient was switched to another iabp and therapy continued. No patient injury was reported.